Event description:
It was reported that customer experienced cartridge alarm 20 on pump and had also encountered cartridge alarms with consecutive cartridges, although issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method of insulin delivery if necessary, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to transfer pump settings and reconnect continuous glucose monitor to replacement pump.